Event description:
Analysis of the returned device found that the core wire at the spring tip was fractured. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Visual examination found that the spring tip was unraveled. There were kinks along the body at 57.1 cm, 90.2 cm, 117.3 cm and 201.1 cm from the proximal end. The core wire was fractured at 0.1 cm from the distal end. Scanning electron microscopy (sem) analysis was performed on the device. The sem micrographs of the separation site concluded that the fracture occurred due to a torsion overload with a bending motion. Based on the information available, it is possible that procedural factors may have limited the performance of the guidewire during the procedure. Therefore, a probable root cause of operational context has been assigned to this event.